Manufacturer narrative:
Inspected one opened and used reservoir. Performed pre-fill test and found physical damage to the reservoir barrel.

Event description:
The customer reported that the reservoir broke inside the device and insulin was in the reservoir compartment. The customer did not know how it happened. The blood glucose reading was 354mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.